Event description:
It was reported that during a da vinci-assisted radical cystectomy w/ ileal conduit surgical procedure, the user informed the technical support engineer (tse) that the right-eye display on the surgeon side console (ssc) was black. The user clarified that right-eye image was pixelated on the ssc and on an external monitor connected to the right-eye video output, and that they had already replaced the endoscope and power-cycled the system without success. The tse confirmed the vision side cart (vsc) was normal, reviewed logs and found error 48200, and then guided a full power-off followed by disconnecting and reconnecting video cables and reseating the fiber connection while exercising the circuit breaker. After power-up, the error persisted and the right eye became completely black. The tse then guided another power-off and had the fiber connections swapped between the ssc and the patient side cart (psc) while powering back on and monitoring the right-eye behavior, but the right eye remained black. The procedure was then continued using one eye. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the personality module surgeon console (pmsc) due to error 48200. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the pmsc for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Probable root cause of error 48200 points to leaf config; pmsc, slot 4 is empty, expects surgeon console leaf (scl).